Event description:
A dialysis facility reported that blood was noted to be leaking from the blood pump 35 minutes into the treatment. A linear slit was noted in the blood pump tubing. Blood lost through the leak was minimal but the extracorporeal circuit was discarded. Estimated blood loss was 300 cc. Hemoglobin and hematocrit was checked and was within normal for pt. There was no pt complication or medical intervention necessary.